Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging was provided. According to the description of event, the filter had perforated ivc with one strut in the spine. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported perforation of ivc with one strut in the spine. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog is unknown but referred to as a cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it is alleged that "on (B)(6) 2015, the physician implanted [pt] with the cook gunther tulip filter via a femoral approach at the with the intention of preventing a thromboembolic event. On or about (B)(6) 2017, another physician evaluated [pt's] CT scan. His findings were there is perforation of the ivc filter strut components beyond the wall of the ivc; there is perforation of the primary ivc filter strut component into the spine. The cook gunther tulip filter remains implanted in [pt]. Patient outcome: it is alleged that "[pt] has incurred significant medical expenses and has endured extreme pain and suffering, mental anguish, loss of enjoyment of life, and other losses, some of which are permanent in nature. Hospital and medical records have been requested but not yet provided.